Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device and it was found that the device did not hold a drill bit device. It was further noted that the drill bit device could not be inserted or removed from the device. It was determined that the jaws that hold the wire were worn. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the quick coupling device was not loading and unloading correctly. During in-house evaluation, it was observed that the device did not hold the drill bit device. It was further noted that the drill bit device could not be inserted or removed from the device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact day of the event is unknown to the reporter. However, the reporter stated the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.